Event description:
During a one month follow-up, the implantable cardioverter/defibrillator did not appear to be sensing properly. An x-ray was taken of the device which showed the lead in good condition and in a good location. Values were rec'd for pacing lead impedance and a pacing threshold was captured at 1.5v, 0.5 ms. The decision was made to explant the implantable cardioverter/defibrillator.